Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The manufacturer representative (rep) reported that the patient had an infection at the implantable neurostimulator (ins) and at the lead extension site down the neck. The ins was removed. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.